Manufacturer narrative:
(B)(4). Batch # r9459h. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch r9459h number, and no non-conformances were identified.

Event description:
It was reported that during a CABG the first 15 clips of the mcs20 formed correctly then scissored continuously after that. None of the clips scissored across tissue. The procedure was completed with a second like device. There were no patient consequences reported.